Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump powered off in the middle of the night and received motor error alarms. The insulin pump alarmed no delivery and it was resolved with an infusion set change. Customer's blood glucose level was 430 mg/dl. The customer was able to fully prime through the fill cannula. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.